Event description:
Information received indicates the ground loss light is on.

Manufacturer narrative:
The technician found a loose wire in the power cord plug. The technician replaced the power cord plug to repair the bed.